Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (no air insufflation) was confirmed due to clogging of the nozzle, water supply volume did not meet the standard value. In addition to the foreign material (similar to a silicone-based material) in the nozzle, additional evaluation findings were as follows: the insulation resistance value and the bending angle in the down direction did not meet the standard value, the plastic distal end cover had a crack, the objective lens had discoloration, due to damage on the charged coupled device (ccd), a noise image occurred, and the universal cord had buckling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using an evis exera iii colonovideoscope, there was no air insufflation. The event occurred during preparation for use. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there was foreign material (similar to a silicone-based material) in the air/water nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient reprocessing. The foreign material was unable to be determined. The event can be prevented by following the instructions for use (IFU): "IFU: olympus gif-h185 olympus cf-h185l/I operation manual chapter 3 preparation and inspection shows how to detect the event. IFU: olympus gif-h185 olympus cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event." Olympus will continue to monitor field performance for this device.